Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that the patient with this subcutaneous (sicd) system, presented due to system sensing issues. An x-ray would confirm both can and electrode movement. The root cause of this issue was reported to be known a twiddlers case. The patient was admitted for system revision at which time a hematoma was observed. A new electrode was implanted and attempted to be inserted with the chronic sicd device header however, an error code was observed and the physician elected to remove and also replace the device. A new sicd was then implanted and the procedure completed. Both explanted products are intended to be returned for analysis.

Event description:
It was reported that the patient with this subcutaneous (sicd) system, presented due to system sensing issues. An x-ray would confirm both can and electrode movement. The root cause of this issue was reported to be known a twiddlers case. The patient was admitted for system revision at which time a hematoma was observed. A new electrode was implanted and attempted to be inserted with the chronic sicd device header however, an error code was observed and the physician elected to remove and also replace the device. A new sicd was then implanted and the procedure completed. Both explanted products were returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a high powered visual inspection of the device noted an arc mark on the device outer case. Review of the stored memory confirmed a charge timeout error; no other errors were observed. Arcing damage, like that seen with this device, is consistent with an attempt to deliver therapy through a shorted lead system, which may cause internal damage to the circuitry. A bench test to assess the device noted no noise or oversensing and impedances were within range. Analysis concluded the device was damaged by a shorted lead condition.